Event description:
It was reported that, after the cleaning and sterilization process, the handpiece leaked a brown, viscous fluid. There was no patient involvement and no adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the MFR for eval and the complaint was confirmed; a brown, viscous fluid was found in the top housing of the handpiece. Based on the investigation details, the substance was a mixture of water and mobile 28 oil. There was corrosion identified on the blade mount. The blade mount as well as the bearings were replaced.